Event description:
It was reported to covidien on the (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the connection side of the titanium adapter (baxter product) and catheter was leaking and the therapeutic drug flowed out. The patient found there was solution on the belly surface on the (B)(6) 2015. The patient went to the hospital. At that moment, the patient did not feel comfortable. Emergency provided prophylactic antibiotics. The patient had a stomach ache and was hospitalized for the peritonitis the next day. The patient was hospitalized from the (B)(6) 2015. The catheter was implanted on the (B)(6) 1995. Pdn replaced the defective part of the catheter and did not remove the catheter.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.